Event description:
Complainant alleged that while attempting to monitor an (B)(6)-year-old female patient, the device prompted "no shock advised" for a shockable rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical canada evaluated the device and the device performed to specification. Review of the device log showed no evidence of a stemi via 12 lead interpretation. The ECG interpretations during this event appears to be appropriate. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor an 80-year-old female patient, the 12 lead interpretation was questioned. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.